Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a prostyle device via a 6f sheath hole after a cardiac catheterization procedure. Reportedly, blood flow was observed at the marker lumen when the device was inserted. The device was slightly retracted after foot deployment to confirm opposition against the vessel wall; however, the physician could not confirm with 100% certainty that blood flow stopped with the tension applied on the foot plate. Upon device deployment, the posterior foot was not in the vessel, as it could be seen at or above the skin level. The anterior cuff was stuck in the subcutaneous tissue; thus, the physician removed the device as is (without closing the lever and retracting the foot). A hematoma started forming; however, no vessel damage was noted. The patient experienced significant pain during removal of the device and medication was administered to treat the pain. The patient's hemoglobin dropped by 3 grams, but no treatment was given for the drop in hemoglobin. A femostop device was applied, treating the hematoma and achieving hemostasis. Although the patient was then sent to the intensive care unit (ICU) post procedure, this was not considered a clinically significant delay. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The reported patient effects of hematoma, pain, and anemia are listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The cause of reported difficulties and the subsequent treatments and patient effects are due to the circumstances of the procedure. In this case, it is likely, the posterior foot caught the vessel when opening the lever; this would induce the reported, ¿the posterior foot was not in the vessel, as it could be seen at or above the skin level¿ and ¿the physician could not confirm with 100% certainty that blood flow stopped.¿ the removal of the device with the foot open could cause removal difficulty and the related patient effects. Based the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.